Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years post filter deployment computed tomography of abdomen and pelvis was performed for left lower quadrant pain. The study showed that no acute findings in the abdomen and pelvis. Inferior vena cava filter was in place in the infra renal inferior vena cava. Approximately three months later, computed tomography of abdomen and pelvis was performed for nausea and vomiting. The study showed that inferior vena cava filter was noted. The filter tilted to the left with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine years and six months later post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.